Event description:
It was reported the device doesn't recognize attached cassette . No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found the tamper seals removed, the dso seal is lifting and the latch lock is sticky. A review of the event history log found no evidence of the customer reported issue. During the functional testing, the customer reported issue was unable to be duplicated. A root cause was unable to be determined. The latch lock, latch lock flex, ground, strips, dso seal, overlay, rear label and side label were all replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.